Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018 the patient experienced multiple skin reactions. The patient¿s mother stated that within a day or two of the patient wearing the sensor, the skin underneath becomes red, itchy, and looks infected, and the patient cannot bear to leave it on. Patient¿s mother believes it is a reaction to the sensor adhesive and has received suggestions from an endocrinologist to prevent skin reactions, including using flonase and hydrocolloid bandages. The number of skin reactions and incident dates were not provided. No additional event or patient information is available.